Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 14 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material and the dirty device could not be established. The event can be detected and prevented by following the sections in the instructions for use which state: -inspection of the endoscope. -inspection of the air feeding function. -inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer noted that pre-cleaning was not always performed immediately after a procedure. The use of the mh-948 was not regular. No automatic endoscope reprocessor was used. The custoemr tended to use normal air-water button to clean the nozzle. The cleaning solution minimum effective concentration was checked per the manufacturer guidelines. The endoscope was leak tested prior to manual cleaning using an olympus mb-155. The endoscope channel was brushed during manual cleaning using a reusable olympus bw-20t brush. The disinfectant solutions used with the endoscope was ga (2.5%), cidex (j&j) and minimum effective concentration was checked per the disinfectant manufacturer's guidelines. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist was 3rd may 2023. The endoscope was stored in a scope almirah after reprocessing.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had low angulation. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: the nozzle had foreign material yellowish/brown in color, the bending section cover was dirty, the light guide lens was dirty, the connecting tube was dirty, the up/down and left/right knobs were dirty, the universal cord was dirty, the plastic distal end cover had a dent, due to deformation of the bending tube, bending angle in up/down direction did not meet the standard value, due to wear of the angle wire, bending angle in left/right direction did not meet the standard value, due to deformation of the bending tube, the play of up/down knob was out of the standard value, the connecting tube had discoloration, the bending section cover had clotting protein, and the light guide-bundle had breakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.